Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. It is unknown how or when this damage occurred. Though the cannula was flattened, fluid was able to freely pass through the fluid path. No timeouts or drive stalls were seen in the download data that would indicate a failure to deliver insulin. The fluid path was tested for leaks. No leaks were found. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 414 mg/dl while wearing the pod between 4 and 24 hours on the arm. For treatment, the patient changed out the pod and gave correction bolus. The pod was leaking.